Manufacturer narrative:
Correction - the catalog and unique identifier numbers were updated in section d4.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device accidentally dropped down resulting in hyperglycemia and hospitalization. The customer stated that the pump could not be started any more when pressing the enter button or others to start it. Due to that, she could not use the pump any more, her blood glucose values rose up to around 400 mg/dl and she went to the hospital where she was admitted and treated with insulin administered by pen.

Manufacturer narrative:
Correction h6 codes have been updated based on an update to the investigation results.